Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from an unspecified location. This was further described by the reporter as ¿wet/leak contamination¿ (no further detail). This occurred while in use on a patient for peritoneal dialysis (pd) therapy. The transfer set was removed and replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.